Event description:
The patient reportedly experienced a loss of lock with her internal device. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the pt's device has been scheduled.